Manufacturer narrative:
H3, h6) the returned clamp had damaged threads on the adjustment screw. The screw had seized with the clamp face open. There were tool marks around the head of the screw. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the long radiolucent spine clamp was damaged. There was no patient involved. Additional information was received that the suspected cause was the instrument needed to be replaced due to a high case load.